Event description:
It was reported that the insulin pump alarmed button error. The insulin pump was exposed to moisture. The insulin pump was wet. Customer's blood glucose level 9.1 mmol/l. The insulin pump was beeping. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window.